Event description:
It is reported by the pt's representative that, "the pt underwent total hip replacement surgery in 2006." It is further reported that, "the femoral head was loose on the stem causing a dislocation and metal to metal wear and damage to the trunion and the femoral head was replaced seven months later."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be submitted on a supplemental report. Same pt as MDR 2249697-2008-00019.